Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says for about a month they haven't been able to charge implant and says that its been taking longer to charge and "its been overheating". They said prior to this, they last successfully charged implant "about a month ago" as well. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.